Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.. The nc tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the distal circumflex (cx) artery with moderate tortuosity and heavy calcification that was 90% stenosed. Resistance was felt during advancement of the 2.50x 12 mm tenku rx balloon dilatation catheter (bdc) to the lesion; however, it was able to cross successfully. The balloon ruptured during the second inflation at 14 atmospheres held for 30 seconds. A replacement tenku bdc was used to complete the pre-dilatation. The procedure was successfully completed after an unknown stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.